Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was admitted after implant. They were admitted for post-op anemia and they had a presacral hematoma. The surgeon reported the patient was on a high dose of aspirin that may have contributed to the hematoma. Diagnostics that were done were unknown. The patient was given a unit of blood and sent home. It was reported the patient was doing fine, the issue was resolved, at the time of the report. No further complications were reported or anticipated.